Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous left circumflex artery. A 2.75x28mm promus element stent delivery system (sds) was selected to treat the lesion and was implanted. During post dilatation, an unspecified guide wire and balloon catheter was used but stent deformation on the proximal part and axial lengthening on the distal part of the stent was noticed. The procedure was completed with this device. A 3mm unspecified non-compliant balloon catheter was used to correct the issue but the stent is still deformed. No complications were reported and patient's status is stable.